Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone that the insulin pump had a blank display after being submerged in pool water. The customer did not recall the blood glucose reading. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin passed functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on the lcd board. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No button error alarm during our testing. No unlocked lcd keypad connector during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.